Event description:
Customer alleged 2 sets of discrepant blood glucose values: 1. 486 mg/dl, & 194 mg/dl; 2. 399 mg/dl, & 121 mg/dl; back to back when each test was performed within 10 minutes of the previous test on the advantage system. For both sets of results: customer reported having no symptoms and did not treat/act on results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.